Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
On (B)(6) 2016 medwatch (con): information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator. It was reported the patient was told he could get out of bed two days after implant. As the patient stared to roll over, he received a shock from his neck, down both legs, and into both feet. The patient was in excruciating pain from the continual shock. The patient noted that the pain level was 10/10. When the patient was able to reach the "box," he found the stimulator to bein the off position. The patient had to turn it to the on positon to actually turn it off. The shocking stopped immediately, but the patient was tingling from his neck to both feet for many hours later. The patient was discharged from the hospital but returned a few days later because he was still in pain. The patient had an x-ray which showed a copious amount of fluid around the wound and the wires had moved. The patient was in continual pain for the next 3 months. The patient's feet were permanently swollen and his right leg had developed varicose veins. The patient could not sit in a chair or lie on his bed due to the swelling around the stimulator site. The patient had surgery to have the stimulator repositioned, but there was still a lot of fluid. The doctor removed the device and the patient was discharged. The patient returned to the hospital the next day because the surgery site had swollen and he was in bad pain again. The patient was placed in isolation because of infection was later released. The patient noted that he had been in constant pain since he had the stimulator implanted and received the shock . The patient could not stand or walk for more than a few minutes at a time. The patient had not been able to work or have a relationship. The patient also noted that he had to go up in a shoe size and he still could not wear socks as the pressure on his swollen legs was excruciating. The patient stated that he though he had been left in a worse stated than before he had the surgery.